Event description:
A beckman coulter inc. Field service engineer (fse) noted liquid leak within and under access 2 immunoassay analyzer. Fse cleaned the spill. No injury to users or customer had occurred or been reported.

Manufacturer narrative:
Fse performed preventive maintenance on the instrument. The fse cleaned the spill and decontaminated the counter, covers, module sleds and base of the instrument fse replaced a kinked o-ring within the wash tower. Hardware is the root cause for this event.